Event description:
A nurse contacted baxter product surveillance to report a transfer set fell off a home patient (hp) while she was sleeping. The nurse stated the hp woke up, found her bed wet and saw that her transfer set had fallen off her catheter. The nurse stated that the transfer set was in place since (B)(6) 2009. The hp came into the clinic to have her transfer set replaced and was given prophylactic antibiotic treatment. Per the nurse, there have been no adverse events. The initial connection was made by hand. The sample was discarded and the nurse did not know the lot number.

Manufacturer narrative:
(B)(4). Per the nurse, the sample was discarded.